Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced vomiting and difficulty breathing during dwell four of five. The patient was connected to the homechoice pro device at the time of the events. The caregiver reported emergency services was called. Renal therapy services (rts) assisted the patient with a manual drain prior to emergency services arrival and the patient reported they were feeling better as they drained. It was reported the patient blood pressure was normal (no values given); however the patient requested to be taken to the hospital ¿to be checked¿. The fill volume was 2300 ml and the drain volume was 3098 ml. Rts assisted the patient to end therapy. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. The homechoice pro device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing. The device failed the rite functional test due to failing the modem port loopback test only. All other testing passed, and the device was determined to meet functional requirements per rite testing for volumetric accuracy. External visual inspection was performed and revealed no problems. Internal visual inspection revealed a damaged data logger pcb (m! Component) and piston on a non-sealing surface. All other connections were correct and secure, no evidence of moisture or pest infestation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. The event history log review showed an excessive drain with a fill volume of 2299 ml (75%) and a manual drain volume of 3153 ml (139%). The probable cause of the reported event was an inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide warns that "if you set the minimum drain volume % too low, an incomplete drain could result for your patient. This could cause an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.